Manufacturer narrative:
Eval summary: upon return of the device it was observed that the reamer shaft did not rotate smoothly in the reamer bushing, which confirmed the event. Visual inspection noted visible wear on the reamer shaft. Additionally there are circumferential score marks and gouging on the distal end of the shaft. The investigation concluded that the root cause of the event was galling between the surfaces of the reamer shaft and the reamer bushing. The exact reason for the galling cannot be accurately determined. It is possible that either off-axis loading or operating the reamer using excessive rpm may have caused the device to gall. It is also possible that debris may have entered the gap between the components and initiated the event. No material or mfg defects were observed during this examination. A review of the device mfg history record for the reported lot indicates that devices were manufactured and accepted to final stock between with no reported discrepancies. The product experience report database was reviewed for similar reported events involving a triathlon cemented stem reamer that was jammed or not rotating smoothly indicated that there has been one other similar reported event for lot sc4v01.

Event description:
It was reported that: "upon inspection of loaner set the instrument was found not working properly."